Event description:
It was reported that a patient presented for a generator change. During the procedure, the physician noted insulation damage on the atrial lead. On 10 aug 2023, the physician elected to cap and replace the atrial lead. The patient was discharged following the procedure.